Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that while hospitalized, the patient reported having "pins and needles" in his left arm. A transient ischemic attack was suspected but doctor is also questioning whether there may be current leakage from the lead. The device was interrogated and data was said to be normal. The lead was replaced. No further patient complications have been reported as a result of this event.